Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was repositioned, but the high pacing impedance values were still present. Additionally, there was difficulty inserting the stylet into the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.